Event description:
The pt contacted lfs alleging that there were black marks on the display of the one touch ultralink meter. The pt did not experience any symptoms or seek any medical attention due to the reported issue. The meter is not a new product (out of box). The meter was replaced. There is no evidence that the meter caused or contributed to an adverse event or that a serious injury occurred. The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lfs will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.